Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had blood glucose of 97 mg/dl. Customer stated that her insulin pump was not working correctly, it was alarming button error. Customer stated that the numbers was scrolling up without input from her. Customer stated that she changed the battery trying to reset, but the insulin pump got stuck on set time/date. Nothing further was reported.